Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to confirm the reported problem. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the staff responded to oxygen desaturation and found resident to be decannulated. The trach was reinserted and found that one side of the trach flange was torn and was unable to secure trach tie. Oxygen desaturation to 5%. The issue was resolved through trach changed out. The outcome of the injury was the oxygen desaturation. Handbag ventilation required with oxygen administration.